Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral head. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported by the patients' attorney as a result of a legal claim that allegedly the devices were explanted in 2013 with a finding of necrotic tissue and an operative description that a chrome head was removed.